Event description:
It was reported that an alert/notification settings issue occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient was wearing an omnipod insulin pump at the time of the event. According to the patient, on 10/03/2025, the patient was sitting at her computer when she suddenly felt hungry and got up to eat something. The patient did not check her cgm value at this time. The patient then began to feel tired, like she was about to fall, was disoriented, and described her speech as ¿talking jibbers¿. The patient¿s daughter called emergency medical service (ems). While waiting for ems, the patient¿s husband took her blood glucose (bg) meter reading which was 45 mg/dl. It was reported that the patient¿s low alert threshold was set to 90 mg/dl, however, the patient stated her dexcom mobile app did not provide her with any alert notifying her of her hypoglycemic state. The patient was treated with baqsimi (nasal glucagon) and apple juice. Once ems arrived, a bg meter reading was tested but the specific value could not be recalled. The patient was then transported to the emergency room (ER). The patient is unable to recall any specifics at the ER, like bg meter values, treatment details, etc. The patient was discharged home the following day (more than 24 hours). The patient was ¿fine¿ at the time of report. Data investigation could not confirm the allegation. App data was provided for investigation, alerts functioned as intended at their respective thresholds. However, as the reporter was unable to provide an approximate time, a complete investigation could not be performed. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - 4415 - speech disorder.

Event description:
It was reported that an alert/notification settings issue occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient was wearing an omnipod insulin pump at the time of the event. According to the patient, on (B)(6) 2025, the patient was sitting at her computer when she suddenly felt hungry and got up to eat something. The patient did not check her cgm value at this time. The patient then began to feel tired, like she was about to fall, was disoriented, and described her speech as ¿talking jibbers¿. The patient¿s daughter called emergency medical service (ems). While waiting for ems, the patient¿s husband took her blood glucose (bg) meter reading which was 45 mg/dl. It was reported that the patient¿s low alert threshold was set to 90 mg/dl, however, the patient stated her dexcom mobile app did not provide her with any alert notifying her of her hypoglycemic state. The patient was treated with baqsimi (nasal glucagon) and apple juice. Once ems arrived, a bg meter reading was tested but the specific value could not be recalled. The patient was then transported to the emergency room (ER). The patient is unable to recall any specifics at the ER, like bg meter values, treatment details, etc. The patient was discharged home the following day (more than 24 hours). The patient was ¿fine¿ at the time of report. No data or product was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.